Manufacturer narrative:
An event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed through material analysis. Method & results: product evaluation and results: not performed as no product was returned for evaluation. It remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the accolade stem remains implanted however, the head was returned for evaluation. A material analysis of the head indicated that: the taper of the head is shown with damage being observed. This damage is likely from the interaction between the stem trunnion and head taper. Debris was observed on the taper of the head. A step is observed on the proximal end of the taper. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient underwent revision of a hip. Event reported 5ys post-operatively, obvious trunnion discolouration, obvious synovitis, necrosis, macrophages present.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that the patient underwent revision of a hip. Update event reported 5ys post-operatively, obvious trunnion discolouration, obvious synovitis, necrosis, macrophages present.